Event description:
The user facility staff observed smoke coming from the light system wall control. The power was turned off and the smoking stopped. No injury occurred to any patient or user facility staff.

Manufacturer narrative:
A steris service technician inspected the wall control and found that one of the capacitors had burned and separated from the control board and the connectors of several other capacitors were damaged. The technician installed a new control board in the wall control and the light system was placed back into use. Steris is not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components are inspected twice annually as part of the service agreement. Wall controls require routine preventive maintenance inspections to ensure proper operation of the wall control circuit breakers, fuse holders, connectors and wires and to detect any component degradation or loose connections (maintenance manual, table 5-1). As noted above, steris was not under contract to perform preventive maintenance at this site. For systems under preventive maintenance contracts with steris, the wall control components, including the tightness of wires and terminals are inspected twice annually as part of the service agreement. This light system was eight years old at the time of this event. The smoke observed by the user facility in this event was the vaporized contents of the electrolyte used in the capacitors located on the power control board located in the wall control. As a design feature, when a capacitor fails due to overheating caused by excess current, the pressure relief vent at the tope of the capacitor opens to allow the capacitor to exhaust, emitting a plume of smoke which lasts a short time and stops. This vapor is short-lived and is not harmful. The wall control for the light system is located outside the area that is considered an oxygen rich environment. The wall control is mounted on the wall away from the operative site and is positioned at least five (5) feet above the finished floor surface to comply with (B)(6) and local code requirements for use in areas where flammable anesthetics may be in use (installation instruction, page 7-1). The outer cover of the control box is made of a 94-v0 polymer material which does not support combustion and is a standard polymer material commonly used for medically-rated equipment. As a result of these design features, a capacitor or other component failure in the wall control box does not present a fire hazard. Steris discontinued installation of new sq-240 lighting systems in 2002. The expected useful life of the system is 7 years under normal conditions of use, assuming that preventive maintenance is performed as specified in the device's maintenance manual. The manual for these systems notes that the preventive maintenance frequency is a minimum and should be increased with increased light usage. The system subject of this report was outside of the expected useful life for the device. Due to the age of these light systems and the discontinuation of production, some critical replacement parts are obsolete and no longer available. Steris has provided notification to our customers of the obsolescence of the sq-240 system and is proactively discussing advancements in lighting technologies (i.e. Energy efficient systems) now available to customers. This customer has started transitioning to led technology and steris most recently met with this user facility on may 5, 2010 to continue discussions on finalizing their transition from sq-240 to newer technologies.

Manufacturer narrative:
To clarify on the discontinuation of sq-240, the phase-out and subsequent changeover of sq-240 to harmony lighting systems began in 2002, with the final shipments in the first quarter of 2006. Minimal orders were placed between 2002 and 2006 for sq-240 due to the introduction of the new lighting technologies.

Event description:
Nurse cut finger when hand slipped trying to close knife sheath requiring sutures.